Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician attempted using an everflex entrust self-expanding stent with a 0.035 non-medtronic guidewire, but was noted defective. Embolic protection was not used. No damage was noted the he device packaging and there was no difficulty removing the device from the hoop/tray. IFU was followed. It is reported that the outer sheath of the delivery system disconnected from the handle during the insertion through the 8.5 sheath. Resistance was not encountered when advancing the device. Excessive force was not used. The stent was not advanced to the target lesion. The disconnection happened inside the 8.5 sheath. It is unknown if the delivery system/sheath was inside the patient during the separation. The procedure was completed with another stent. There was no patient injury reported.

Manufacturer narrative:
Device evaluation visual inspection: the everflex entrust was removed from the box to be inspected. The red locking tube remained loaded the handle assembly and was observed exposed from the gray strain relief. The stent remained loaded the catheter shaft. The distal area of the gray strain relief was inspected and observed the inner assembly was exposed with the blue isolation sheath separated from the handle assembly. The gray strain relief was removed from the handle assembly and pushed out the clear connector. The clear connector showed cured adhesive around the entire od where it connects to the blue strain relief. The proximal end of the blue isolation sheath was inspected under microscope. Traces of adhesive were present on the od of the proximal end of the blue isolation sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.